Event description:
A report was received that states that the pt required an emergency trach change. The report states that the staff observed noises around the trach tube and felt that there may have been a loss of airway, potentially an obstruction. Suctioning was unsuccessful. The trach was removed and replaced. During this occurrence, the pt became bradycardic and desatted. The pt required chest compressions and was bagged with 100% o2. The pt recovered with no further incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.